Event description:
The thumper was applied and almost immediately it was discovered that the depth of compression maximum was only 2cm. The unit was removed from the patient and manual CPR was continued. The patient was ultimately revived.

Manufacturer narrative:
The unit and the incident were evaluated by our distributor in taiwan with assistance from michigan instruments. The incident involved the failure of the thumper shortly after applying it to the patient. Manual CPR was continued and the patient was revived. The problem was identified to be a failure of the compression control valve. The unit was repaired in other country, with a new valve and returned to the customer.